Event description:
It was reported that during a total knee procedure a red blood-like substance came out of the head of the device. Nothing was reported to have leaked into the surgical site. Another handpiece was used to complete the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and samples were taken and found to be mobile 28 lubricant that is used during the manufacturing process. The device will be repaired and returned to the account.